Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a right hip joint endoprosthesis. The esu was used with an erbe nessy omega neutral electrode (also referred to as a return electrode, patient pad, etc.) [Part number: 20193-082, lot number: information not provided]. The neutral electrode was placed on the patient's abdomen/left flank and was in a fold of the abdomen. No information was provided regarding any of the other accessories used in the procedure. Also, the esu settings used were not provided. During the surgery, the generator's nuetral electrode light emitting diode (led) changed from green to red. The patient pad was then pressed on by the drapes and the led changed back to green. After the procedure, a burn was noticed under the edge of the return electrode. Therefore, it was treated with a wound dressing.

Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved neutral electrode was disposed of immediately after the operation and was therefore no longer available for examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. A review of the generator's chronological data at the time of the operation showed that a total of approx. 45 information and error messages occurred related to the unit's neutral electrode safety system (nessy). Additionally, the unit settings were autocut mode effect 4, 180 watts and swiftcoag mode effect 4, 180 watts. In the last 10 minutes of the procedure, there were several long activations and the duty cycle of 25% was clearly exceeded at 30%. During this period, the generator was activated 29 times and there were 21 nessy notification and error messages. Six (6) of these messages interrupted activation (note: there are no indications of a malfunction of the esu from the data.). Based upon the provided information and the evaluation, the burn was not caused by a defect of the esu or neutral electrode. The generator's monitoring system warned the medical staff through visual, acoustic, and activation interrupting messages on the device display that there was poor contact between the neutral electrode and the patient's skin act. Unfortunately, the user did not respond adequately. The location of the return electrode on the abdomen of the overweight patient was also not ideal as fatty tissue disperses heat less efficiently than muscle with a good blood supply. Furthermore, appropriate cooling times were not observed during or between activations. Warnings in the esu's user manual and notes on use (nou) of the erbe nessy omega neutral electrode cover all of the topics as stated. No trends have been identified and erbe USA, inc. Is now closing the file on this event.